Manufacturer narrative:
Engineering evaluation of the returned instrument and screw noted that a screw was missing form the plastic impactor head and there did not appear to be any residue of loctite or high temperature epoxy in the missing screw hole or on the threads of the screw. Both items had minor scratches and mars consistent with component handling and impaction.

Event description:
Surgeon was impacting the femur and one of the screws from the impactor ended up in the pt. The screw was spotted on a post operative x-ray and later removed uneventfully. This event occurred outside of the united states in the (B)(4).